Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had intubation issue and was reported for the glidescope, the stylet and the tube. At day+ 5 of intubation, there was appearance of cervical emphysema with pneumomediastinum (objectified by chest scanner) and had experienced hypercapnia, no extubation because the patient is not sufficiently stable, regression probable under drainage. Complete evolution unknown. The patient had a covid.